Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens did not advance with the plunger but moved sideways and tore. It remained stuck in the injector cone. The procedure was completed on same day without any harm to the patient. Additional information recieved and stated that the lens was removed and replaced with another lens. It was also stated that the lens did not come in contact with the patient.